Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a keypad that scrolled uncontrollably during a bolus attempt. The blood glucose reading was 185 mg/dl, which was treated with manual injection. The customer stated that the insulin pump may have been exposed to moisture from sweat, since it had been kept in the customer's bra. She stated that she changed the battery, and the insulin pump alarmed battery out limit thereafter. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted on the electronics. No battery alarms could be tested due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.